Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that patient faced an event where package was found damaged on (B)(6) 2024. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.